Event description:
The suspect meter exhibited error 411 codes numerous times with the same pt. A lab draw was performed and resulted in an inr of 3.7. A new strip lot was sent to the customer. Further follow up with the customer will be performed.